Event description:
Report received from (B)(6) stating that the device "does not function." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem of "internal parts damaged" was confirmed. Visual inspection was performed finding a damaged neuro-tip. The device failed cutter insertion testing during the pre-test diagnostic assessment. No additional information is available. If additional information become available, a supplemental MDR will be sent. Ref# (B)(4).